Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation was unable to determine the cause of the customer¿s allegation. Due to the limited information provided by customer, its unknown if there was a deviation from the instructions for use (IFU) by the customer and the scope was not sent in to olympus for further analysis. The customer did not respond to repeated attempts for additional information, which also prevented olympus from scheduling a onsite visit for endoscope support specialist. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. An endoscope support specialist was scheduled to visit the facility to observe the customer's reprocessing technique. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii duodenovideoscope tested positive for an unexpected contamination. There was no reported patient harm or impact due to this event.